Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units lower control display is not functional. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units lower control display is not functional. There was no patient involvement.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated and replaced assembly, display top lcd, touchscreen assembly,12.1", cable assembly, video, upper display monitor, pcba, upper display monitor, label, prod ID and label, upper inside badge. Fse performed a pm, a full calibration, and tested the unit. The equipment does not meet manufactures specifications because it is due for batteries and therefore is not released for use.